Manufacturer narrative:
(B)(4). Batch # m52e9d. The analysis found that one psee60a device was returned in good visual condition and with one gst60b cartridge loaded on the device. The reload was received unfired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. Event could not be confirmed as the device closed and opened without any difficulties noted. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button force worked properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, the first device would fire properly for the first reload. Nevertheless, with discarding the reload, the metal part of the reload has stuck in the device. Under the stress of the or, a new like device was opened. Unfortunately, this device would not fire at all except for the first couple of millimeters. The reload is still inside the stapler. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.